Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. Reportedly, the contact primes the tubing to address the air bubbles. Customer's blood glucose level was in the 200's mg/dl range.